Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an fg maverick 2 mr, 2.50mm x 15mm from catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found stretching throughout the extrusion and inner lumen. Microscopic examination identified a complete circumferential tear in the balloon material. The inner lumen of the extrusion was broken and detached. The detached section with included the other piece of the balloon and distal tip were not returned.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick? Balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.